Manufacturer narrative:
The last calibration performed on 10-oct-2023 was ok. Quality controls were within range on the day of the event. Upon review of the alarm trace, an abnormal aspiration alarm was observed on the day of the event. The investigation determined the service actions resolved the issue. Medwatch field d4. Has been updated.

Manufacturer narrative:
The cobas 8000 ise module serial number is (B)(6). The field service engineer determined the ise mixing vessel was chipped. The mixing vessel and vacuum nozzle were replaced. Ise checks, precision studies, and controls were run; all results were within specifications. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the na electrode on a cobas 8000 ise module. No questionable results were reported outside of the laboratory. The sample initially resulted in a na value of 145 mmol/l. Due to receiving an ise noise alarm prior to the initial measurement of the sample, the customer repeated the sample and the repeat value was 149 mmol/l. The sample was repeated again on a second analyzer, resulting in a value of 153 mmol/l. The repeat value of 153 mmol/l was deemed correct.